Event description:
I use a dexcom g6 monitor to track my glucose levels. This device should send my glucose readings to my phone every 5 mins and alert me when my sugars are high and low. However, dexcom has not updated the software since march 2021, so now I constantly receive a signal loss. Because of this, I get no warnings. In order to figure out my levels I must turn off my bluetooth and then turn it on again. I then wait 10 mins for the app to get a reading. They do give us their receiver device to use, however this does not have all of the capabilities of the app. For example, I am deaf and I rely on my apple watch to vibrate so I know when my sugars are off. I also have my readings sent to my husbands phone so he can warn me as well. This is important at night especially if he's not in bed or is not home. The device will not allow me to share my readings with him or my watch. I've called them and was told to quit updating my phone. But after a month, my phone didn't work properly anymore, so I had to update. They continue to market this the same, however until they update the software from the march version, this does not work as they say and people's lives are at risk..I had to take prednisone for my cystic fibrosis recently and unknowingly my blood sugars shot up over 600!! I had been doing everything the same, insulin and eating, but the prednisone increased my sugars without me knowing. My dexcom never alerted me to a raise. FDA safety report ID# (B)(4).